Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no., UDI no), d6b, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. On (B)(6) 2011: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the sepramesh ip. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with symptomatic painful umbilical hernia thereby underwent laparoscopic repair with the implant of sepramesh ip (device 1). Per op notes, ¿the fatty content underneath the umbilical hernia was noted. A sepramesh ip (device 1) was cut to square patch and placed to defect. The entire mesh was tacked at its perimeter to the underside of anterior abdominal wall using tacks.¿ on (B)(6) 2010 ¿ patient was diagnosed with hiatal hernia thereby underwent laparoscopic repair with the implant of allomax surgical graft (device 2). Per op notes, ¿adhesions were taken down underlying sepramesh. There was no recurrent hernia identified. An obvious hiatal hernia defect was identified. A y-shaped piece of allomax surgical graft (device 2) was placed inferiorly behind the esophagus window and the wide components were brought up on the right and left crus which was fixed into place using fibrin glue.¿ on (B)(6) 2011 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the partial removal of mesh (device 1) and implant of composix l/p using echo ps (device 3). Per op notes, ¿an omental in the midline to prior mesh. The mesh was identified as a sepramesh. The adhesions were taken down. The mesh from the superior edge was taken off the abdominal wall exposing the incarcerated preperitoneal fat was completely reduced exposing a small hernia defect. The partial component of sepramesh (device 1) was removed. A piece of composix l/p using echo ps (device 3) was placed into abdominal cavity and secured using sorbafix tacks.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. On (B)(6) 2011:the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the sepramesh ip. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿